Event description:
Same case as MDR: 2134265-2013-08529; 2134265-2013-08589. It was reported that automatic pullback failure occurred. During the procedure, an 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the lesion. Access was obtained via right femoral artery. The target lesion being treated was located in the mild calcified left anterior descending artery. Physician performed pullback four times but the motor drive unit failed to do automatic pullback. The procedure was completed with another motor drive unit. No patient complications reported and the patients' status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).